Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced hypoglycemia, she was unable to move for 2 hours and then lost consciousness. The patient was by herself and once she recovered consciousness, she called the emergency services. The cgm was reading 194 mg/dl and there were no blood glucose values documented, there is no documentation at what time of the event the cgm value was taken as the patient could not remember. There was no blood glucose value taken during the entire event. The patient was treated with 2 bags of IV glucose, there is no information when or by whom the patient was treated. The patient was admitted to the hospital, recovered and was discharged the same day in the afternoon. Additionally, the patient reported that she did not use the insulin pump on the day the event as she had an issue with the cartridge and did not receive the supply. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.